Event description:
It was reported that the surgeon and staff went to use the stapler and it would not fire. Ended up opening different device to complete the case. No patient consequences and delay of less than 5 minutes. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 4/12/2024. D4: batch # 620c69. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45c device was returned with no apparent damage and with a gst45b reload loaded on the device. The reload was received partially fired 1/4 and the tip was broken off and missing. The returned device and a test reload were tested for functionality in the straight position and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event reported was confirmed and the damage noted on the reload is related to improper use of the device. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 620c69, and no non-conformances were identified.